Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insulin gauge was inaccurate, the pump declared multiple intermittent occlusion alarms, and the pump touchscreen was scratched. Customer declined to provided any further details regarding this event. No reported adverse impact to the customer's blood glucose.